Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-08291, related manufacturer reference number: 1627487-2019-08292, related manufacturer reference number: 1627487-2019-08293, related manufacturer reference number: 1627487-2019-08294, related manufacturer reference number: 1627487-2019-08295. It was reported that the patient was experiencing a fever. The physician noticed increased redness, swelling, and pus drainage from the cervical incision, and suspected an infection. It was confirmed that the patient has positive mrsa at both surgical sites. As a result, the patient's entire scs system was explanted. The patient is on intravenous antibiotics for at least six weeks.